Manufacturer narrative:
Citation: sharma v pulmonary valve replacement: a single-institution comparison of surgical and transcatheter valves ann thorac surg. 2018 sep; 106 (3):807-813. Doi: 10.1016/j.athoracsur.2018.04.002. Epub 2018 may 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical outcomes, valve durability, and costs associated with both surgical pulmonary valve replacement (spvr) and transcatheter pulmonary valve replacement (tpvr). All data were collected from a single center between january 2010 until december 2015. The study population included 224 patients (predominantly male, mean age 16 years), 124 of which were implanted with medtronic melody transcatheter pulmonary valve and an unspecified number of which were implanted medtronic freestyle stentless full root bioprosthesis. No serial numbers were provided. Among all patients, adverse events related to melody transcatheter pulmonary valve included: re-intervention for valve failure, mild insufficiency, stent embolization, perforation of the preexisting right ventricle (rv) to pulmonary artery (pa) conduit, endocarditis and stenosis. Based on the available information, medtronic product may have caused or contributed to these adverse events. Among all patients, adverse events related to freestyle stentless full root bioprosthesis included: re-intervention for valve failure, mild insufficiency, right coronary artery injury, heart block with permanent pacemaker implantation and pneumothorax. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. Among all patients, device malfunctions related to melody transcatheter pulmonary valve included: stent fracture. Based on the available information, these malfunctions may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.